Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to night time halos and poor distance vision. Another competitor lens of same diopter was used as the replacement iol. The patient was reportedly well post-operation. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: apr 27, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to visual disturbances or halos could be identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The reported complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.